Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the manufacturer representative requested that the hcp return the damaged programmer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare professional, foreign) regarding a patient who was receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The patient experienced withdrawal symptoms and underdose symptoms. The actual reservoir volume (arv) was 0 ml, and the expected reservoir volume (erv) was 1 ml. The doctor administered oral medication. It seemed that the ¿clinician programmer had the wrong dates set up in the last refill¿. A ¿wrong refill date¿ was noted. ¿the problem was caused due to a wrong date setting on the doctor's programmer¿. It was unknown when the ¿wrong refill date¿ programming error occurred. It was not possible to check for any further information on the programmer, as it was ¿damaged and no longer worked¿. It was unknown how the programmer became damaged, and what exactly was damaged on the programmer. It was noted that the programmer was supplied by a distributor that does not work with the device manufacturer anymore, making it very difficult to issue an invoice for return (as the product no longer belonged to the device manufacturer). A ctions/interventions included a ¿refill procedure¿. The issue was resolved. The patient's status was alive - no injury. It was unknown if any environmental, external or patient factors might have led or contributed to the event. It was unknown if any diagnostics/t roubleshooting were performed. It was further reported that the patient was not using a personal therapy manager (ptm). It was unknown when the event occurred. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable.